Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Patient presented with pain after having a right tha performed on (B)(6) 2007. Surgeon thought the cup position, on radiographs, looked neutral or retroverted and believed the pain was being caused by iliopsoas muscle impingement. The decision was made to revise the acetabulum. The psl shell, liner and biolox forte head were removed. The accolade tmzf stem was deemed to be well fixed and in good position. A tritanium 62mm shell was implanted with an eccentric liner and a 32mm +12 cocr head.

Event description:
Patient presented with pain after having a right tha performed on (B)(6) 2007. Surgeon thought the cup position, on radiographs, looked neutral or retroverted and believed the pain was being caused by iliopsoas muscle impingement. The decision was made to revise the acetabulum. The psl shell, liner and biolox forte head were removed. The accolade tmzf stem was deemed to be well fixed and in good position. A tritanium 62mm shell was implanted with an eccentric liner and a 32mm +12 cocr head.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned to manufacturer.